Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown. The customer stated that he was out biking in the rain and that moisture might have entered the pump then. The customer also reported that he has had issues priming the tubing during infusion set changes because the pump always squirts insulin out. The customer was advised to revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. However, the pump had corroded keypad traces. No moisture or corrosion noted on the electronic assembly or motor assembly. However, the pump had a bleeding lcd glass, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, and a cracked belt clip slot.